Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02095. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cable cutter does not cut the cable properly. Cutting surfaces are not sharp enough. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The products were evaluated and noted to be operating without any issues. The root cause is determined to be no failure detected - device operated within specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.